Manufacturer narrative:
(B)(4). Currently it is unk whether or not the device may have caused of contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
It was reported that the insulin pump alarmed for a motor error during the basal delivery. The alarm was cleared. The insulin pump had not been dropped, bumped, or exposed to a high magnetic field. The blood glucose reading was 4.3 mmol/l. Nothing further was reported.